Manufacturer narrative:
On april 3, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 7348454 sn: (B)(4) and (left) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 7395874 sn: (B)(4). This medwatch form is for the left breast prosthesis.